Manufacturer narrative:
H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The sample was flushed with a 12 ml syringe of water and a spraying leak was observed in the catheter about 1 cm distal to the strain relief of the catheter. A microscopic observation revealed a longitudinal split in the catheter at the leak site. The edges of the spilt were observed to be slightly depressed and rough, but mostly straight. Additional damage was observed at the corners of the split on the interior of the catheter and the interior edges of the split were observed to be quite rough and uneven. The fracture surface was observed to be mostly flat and granular with a slight striated pattern at some locations. The additional damage on the interior wall of the catheter tubing suggests the split originated from within the catheter and was most likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ and ¿preflush catheter with sterile normal saline or heparinized saline to wet stylet.¿

Event description:
It was reported that on (B)(6) 2020, the patient had a groshong catheter implanted via the left median cubital vein for chemotherapy and continuous administration of medicine was performed. On (B)(6) 2020, the chemotherapy was started and it was found that the dressing was wet. On (B)(6) 2020, when the catheter was flushed using a syringe, saline solution leaked. Therefore, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2020, the patient had a groshong catheter implanted via the left median cubital vein for chemotherapy and continuous administration of medicine was performed. On (B)(6) 2020, the chemotherapy was started and it was found that the dressing was wet. On (B)(6) 2020, when the catheter was flushed using a syringe, saline solution leaked. Therefore, the catheter was removed. There was no reported patient injury.